Event description:
A report was received that the patient was experiencing pain in the ribs after the lead had implanted. The patient underwent a revision procedure (MFR report #: 3006630150-2013-00329); however, the pain was not resolved. The physician believed that the device was increasing the patient¿s pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain in the ribs after the lead had implanted. The patient underwent a revision procedure (MFR report #: 3006630150-2013-00329); however, the pain was not resolved. The physician believed that the device was increasing the patient¿s pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 15807439 / 15727564, description: next generation anchor kit-sterile.